Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported slda appears to be related to patient morphology/pathology and challenging imaging. The reported tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Heart failure could not be determined. Tricuspid valve insufficiency/ regurgitation and heart failure are listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. One clip implanted, reducing tr to a grade of 2. On (B)(6) 2025, the patient returned to the hospital with right sided heart failure symptoms and imaging showed one of the implanted clips had detached from posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. For treatment, an additional triclip procedure was performed, and two clips were implanted, reducing tr to a grade of 2.